Event description:
Reportedly, the ICD that was implanted on (B)(6) 2021, was replaced on (B)(6) 2021 due to a pocket infection. The associated lead, implanted on the same date, was not explanted.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the ICD that was implanted on (B)(6) 2021, was replaced on (B)(6) 2021 due to a pocket infection. The associated lead, implanted on the same date, was not explanted.